Manufacturer narrative:
Product was received and evaluated. Visual findings observed two cuffs were returned with 2 different lot numbers: 3262t158 and 3201t004. Velcro is somewhat worn but not damaged. Corners fold inward and the webbing is in good condition, no tears or cuts. Evaluation of the returned product found that one of the cuffs had a backwards buckle. A review of the device history record for lot: 32652t158 found that 1 pair of cuffs was out of material specification but no issue with the buckles. All other products passed verification testing and met manufacturing specification prior to being released for distribution. Customer communication noted that patient was disoriented at the time of the incident. Patient was napping, then had a dream that frightened him, he woke up and pulled at the restraints, resulting in them loosening and patient being able to remove his breathing tube. Possible cause for this event is the incorrect installation of the buckle caused the strap end to face inward instead of outward, making it difficult to properly adjust and secure the cuff. As a result, the cuff may not have been tightened correctly, allowing the patient to escape. The IFU application instructions state always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook-and-loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Dispose of damaged products per facility policy for biohazardous material. Always monitor patient per facility policy. Improper application or use of any restraint may result in serious injury or death. Be aware that constant monitoring may be required for: aggressive or agitated patients. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reported: I am the clinical nurse leader in the (B)(6) ICU. I wanted to get your insight into a concern that I have with our current wrist restraints. We recently had a patient that was able to self-extubate due to loosening of his bilateral wrist restraints. He was able to demonstrate how he was able to get out of them and after more investigation I found that it really was not difficult to get out of multiple pairs of wrist restraints. I am wondering if having them laundered frequently is loosening the buckle and impacting the velcro. Is this something that other organizations have been reporting? Is there a recommendation for how many times the restraints should be washed before they need to be replaced? Do you have any thoughts or recommendations regarding how to move forward? I would think that they would be able to be washed at least a few times before the material begins to breakdown. I agree that the restraints should have a visual inspection before use, but the loosening on the strap is not something that you would catch on visual.